Event description:
It was reported that an abnormal flow pattern was observed in some irrigation ports of the device. During a procedure, an intellanav stablepoint open-irrigated catheter was used. During preparation, an abnormal flow pattern was observed, with a flow rate of 2ml. No error messages were displayed. Another of the same device was used and the procedure was completed. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.